Event description:
On 01 may 2024 it was reported by a product surveillance specialist in arthrex inc that they had received a report of a potential adverse event that occurred during a clinical study in the university of western australia. The arthrex products that were involved were: ar-1588r-ib acl repair tightrope, with internalbrace, ar-2324pslc-1 peek swivelock c,4.75x19.1mm & ar-7282-25-1 fiberring with shuttle suture25mm,single. It was reported that the patient that underwent an acl repair has had a lateral extra-articular tenodesis on the same leg at 8 months post- acl repair surgery. There was case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.